Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse was reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 45 mg/dl. The customer¿s current blood glucose value was 45 mg/dl. The customer also mentioned other blood glucose value such as 58 mg/dl. The customer did not experience any symptoms of low blood glucose value. The customer treated low blood glucose with food. Based on customer¿s report customer does not allege over delivery. Customer had been using insulin pump system within 48 hours of reported low bg event. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. The insulin pump will not be returned for analysis.